Manufacturer narrative:
Section d4: model and catalog numbers corrected. Manufacturer's investigation conclusion: a specific cause for the patient¿s infections could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU),, is currently available. Section 1 ¿introduction¿ of this document lists localized infection and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4 - patient weight: corrected. E3 - occupation: corrected. Manufacturer¿s investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ of this document lists localized infection and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. C, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted for respiratory failure and complications of infection, pulmonary disease, or surgical wound. The respiratory failure was believed to be due to pneumonia, as coughing, sputum, and infiltrates on chest x-ray was observed. The infection was believed to be caused by pneumonia. All culture tests were negative. Symptoms improved with antibiotic treatment. Poor granulation tissue formed at the right anterior chest wound site, and a hot spot was observed from the vascular graft anastomosis to the subcutaneous area on a gallium scan. Although deep-seated infection is suspected, there were no signs of fever or other accompanying symptoms. As part of the diagnosis and treatment, debridement is scheduled for (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that antibiotics were administered, and the condition was monitored through imaging, with spontaneous resolution observed. Although, it was difficult to clearly determine causality, there were no direct findings suggestive of a device-related infection, and it was concluded that there was no causal relationship with the device. Additional information stated that the patient was readmitted from (B)(6) 2025 due to the right chest infection. Drug therapy was performed at the time.

Event description:
It was reported that the patient had bacterial infection in the lung and right precordium. The patient had respiratory failure and pulmonary disease, or surgical wound.

Manufacturer narrative:
A4 - patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that a debridement was performed on (B)(6) 2025, for the wound site on the right anterior chest. Wound cultures taken during the procedure did not detect any significant bacteria and were sterile. The postoperative course was favorable, wound healing was uneventful, and the patient was discharged home on (B)(6) 2025. Since then, during outpatient follow-up, there had been no findings suggesting recurrence of wound infection at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infections could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient was admitted on (B)(6) 2025 for a bacterial lung infection and right precordium surgical wound infection. The patient also experienced respiratory failure with oxygen demand, which was reportedly believed to be related to pneumonia and included cough, sputum, and infiltrates on a chest x-ray. Blood culture tests were negative, so the source of the infection was determined by the customer to be due to pneumonia. It was reported that the patient had poor granulation tissue at the surgical wound site, and a hot spot was observed from the vascular graft anastomosis to the subcutaneous area on a gallium scan. Although deep-seated infection was subsequently suspected by the customer, there were no signs of fever or other accompanying symptoms. A right chest fungal infection was identified on (B)(6) 2025, which required hospitalization until (B)(6) 2025 and drug therapy. As a part of the diagnosis and treatment, the patient was re-admitted and received wound debridement on (B)(6) 2025. Wound cultures taken at that time were negative. It was reported that the patient had received antibiotic drug therapy, had been monitored through imaging, and had experienced spontaneous resolution with symptoms improvement. The patient was discharged. The patient remains ongoing on (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 "introduction" of this document lists localized infection and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 "patient care and management" lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. C, contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient was readmitted from (B)(6) 2025. Surgical procedure, debridement, was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infections could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient was admitted on (B)(6) 2025 for a bacterial lung infection and right precordium surgical wound infection. The patient also experienced respiratory failure with oxygen demand, which was reportedly believed to be related to pneumonia and included cough, sputum, and infiltrates on a chest x-ray. Blood culture tests were negative, so the source of the infection was determined by the customer to be due to pneumonia. It was reported that the patient had poor granulation tissue at the surgical wound site, and a hot spot was observed from the vascular graft anastomosis to the subcutaneous area on a gallium scan. Although deep-seated infection was subsequently suspected by the customer, there were no signs of fever or other accompanying symptoms. A right chest fungal infection was identified on (B)(6) 2025, which required hospitalization until (B)(6) 2025 and drug therapy. As a part of the diagnosis and treatment, the patient was re-admitted and received wound debridement. It was reported on (B)(6) 2025 that the patient had received antibiotic drug therapy, had been monitored through imaging, and had experienced spontaneous resolution with symptoms improvement. It was reported that the event was not thought to be device related. The patient remains ongoing on (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ of this document lists localized infection and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. C, contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.